Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use the unit stopped delivering patient breaths. There was no patient injury reported.

Event description:
It was reported that during use the unit stopped delivering patient breaths. There was no patient injury reported.

Manufacturer narrative:
For the investigation the logfile was analyzed. Based on the log entries it could be seen that the device was set into operation mode without performing a device check prior to use. The log entries further indicated a faulty pba m1.3 which is part of the gas dosage and mixture module. The device reacted as specified and posted accompanying alarm messages and opened the safety valve for spontaneous breathing. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a deviation concerning the gas dosage and mixture module the gas delivery stops and the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible and visual alarms will be activated in order to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.